Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; keller funnels were "non lubricated".

Event description:
Healthcare professional reported through company representative "opened 3 [keller funnels] and they all were non lubricated". Device did not have contact with the patient and it was discarded.